Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the device was exhibiting premature battery depletion. Technical services reviewed disk analysis and observed that the device had recently shown elevated power consumption which appeared to be caused by high rate atrial sensing. By looking at latitude data, technical services noticed that the af(atrial fibrillation) burden of the patient had been recently very high. The device data did not indicate premature battery depletion. Technical services recommended reprogramming the device to a non-atrial based brady mode. No adverse effects to the patient were reported. The device remains implanted.